Event description:
It was reported that the insulin pump alarmed no delivery. The caller stated that he rewound with the same reservoir and was able to delivery the bolus; however, he was unsure whether he received the bolus, so he treated with a manual injection as well. The caller did not know the blood glucose reading. He noted that he had been having leaky reservoirs recently. The infusion sets and reservoirs had been discarded, and troubleshooting for the issue could not be done. The caller stated that he was using new supplies and did not have any current issues. He noted that he resolved the issue on his own. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-37897.